Manufacturer narrative:
(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient that was implanted on (B)(6) 2017 had labile hemodynamics and evidence of decreased cardiac output. The patient was unresponsive to volume and medications and as a result, the patient returned to the operating room for chest exploration and washout. The patient remains in critical but stable condition in the intensive care unit (ICU).

Manufacturer narrative:
Additional information reported on 03/08/2017 states that the patient had a rising central venous pressure (cvp) beginning on (B)(6) 2017. As a result, the intraaortic balloon pump was increased to 1:1, epi was increased to 12 and the patient was given normal saline solution. The cvp continued to rise with a decreased mixed venous oxygen saturation (svo2). A transesophageal echocardiogram was performed which revealed large right effusions. During this time, the patient's controller was giving a low flow alarm. The patient was then taken to operating room and was found to have tamponade. A chest washout was completed and the patient left or with the chest open. On (B)(6) 2017, patient was returned to o.r. For chest washout and closure. The patient's low cardiac output returned to normal. It was initially thought the cause of the low cardiac output was dude to the patient needing a rvad. However, the patient is currently stable from bleeding. On (B)(6) 2017, the patient had a successful ventricular tachycardic ablation and was placed on continuous renal replacement therapy due to elevated creatinine and bun. On (B)(6) 2017, atrial fibrillation/flutter failed cardioversion, on (B)(6) 2017, the patient was given a tracheostomy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.